Manufacturer narrative:
(B)(4).

Event description:
It was reported during the patient's scs ipg revision surgery (reference MFR. Report #1627487-2015-07664) intra-operative testing indicated high lead impedances were present. As a result, the patient's leads were explanted. The patient's physician attempted to place two new leads; however, a csf leak occurred and only one of the leads was able to be implanted (reference MFR. Report #1627487-2015-06474). Effective stimulation was reportedly restored postoperative, and the issue has resolved. The patient had two model 3186 leads from the same lot previously implanted as part of her scs system.